Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency planned procedure was performed when the issue happened, and the procedure was completed as planned as the system remained operational despite the error alert. The philips field service engineer (fse) visited onsite and found a grid leakage current warning for azurion. Upon troubleshooting, it was determined that the generator device, xsc, is also reporting a grid leakage current out of range. To resolve the problem, fse conducted tube conditioning and adaptation, and inspected the high voltage connectors on the generator side. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue did not affect the procedure, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had occurred, but procedure was successfully completed as the system remained operational despite the error alert. The procedure completed on the same system without interrupt the process. A loss of live image that can be resolved by utilizing the design mitigations provided by the device is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.